Event description:
As reported to coloplast though not verified, patient was implanted with coloplast pelvic mesh product for pelvic organ prolapse and/or stress urinary incontinence. Later the patient experienced severe, irreversible injuries, debilitating re operations, physical pain, suffering, and consequent bodily impairment. The patient will likely undergo additional further corrective surgery.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.